Event description:
It was reported patient underwent a revision procedure four years post implantation due to pain. Radiographic shows evidence of failure of the tibial baseplate with posteromedial collapse and bone loss. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Concomitant medical products femoral component catalog # 00596401551 lot # 63636287. Stemmed nonaugmentable tibial component catalog # 00598603702 lot # 63497821. Articular surface catalog # 00596403210 lot # 63672846. Report source: united kingdom. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2023-00075, 0002648920-2023-00068, 0001822565-2022-00880. Product location unknown

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Clinical records review indicates that at the time of the visit, surgeon states patient radiographically shows evidence of failure of the tibial baseplate with posteromedial collapse and bone loss. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided as revision was due to lucency. Radiographic shows evidence of failure of the tibial baseplate with posteromedial collapse and bone loss.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided as revision was due to lucency. Radiographic shows evidence of failure of the tibial baseplate with posteromedial collapse and bone loss.